Event description:
A center director reported a patient with transient light sensitivity syndrome (tlss) a three month lasik post-operative visit. At visit patient complained of photosensitivity. Additional information from reporter indicted patient's topical steroid dosage was increased. Additional information has been requested. This report is for the right eye, and additional report will be filed for the left eye.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).